Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of 371mg/dl. The customer believed the elevated bg level was due to their settings requiring adjustments. The customer contacted their healthcare provider for medical advice regarding the bg level. A manual injection was administered and a supply change was performed to address the bg level. While the customer was performing a supply change, fill tubing was performed while connected. The customer disconnected from the pump prior to any insulin accidentally being delivered to the customer. The supply change was successfully completed afterwards. Recommendation was made to consult with their health care provider to discuss diabetes management.